Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the master tool manipulator (mtm) drifted. The reporting customer stated that the surgeon was not engaged with the high-resolution stereo viewer at the time. The technical service engineer reviewed the system logs but found no faults. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported issue. The system was verified and ready to use.